Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to this issue. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose. The customer had experienced this malfunction at least three times with the same pump. Technical support decided to replace the pump. The customer was advised to reset the pump using the information provided and opted to continue using it while also having access to multiple daily injections (mdi) as a backup therapy. No interest was expressed by the caller in obtaining an out-of-warranty loaner pump.